Manufacturer narrative:
Following sections were updated or corrected : a3, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h6, h10 review of the most recent repair record determined the footpads and screws were worn, the comb and bottom roller were damaged, and the unit had top close issues. The footpads, screws, roller, and comb were replaced and the top closing issue was repaired with reassembly and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The event is confirmed.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - UK. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a locking system issue, damaged foot, damaged comb, worn screws. The event timing was during preventive maintenance. There was no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.